Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported on may 21, 2019 that the user suddenly lost access to sound with the device 15 days prior. No trauma or accident was reported. No redness or swelling over the implant site was noted. The user was re-implanted on (B)(6), 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have lost access to sound with the device suddenly 15 days prior. No trauma or accident to the implant is reported.